Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter drainage was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2021. During the procedure, when the physician was finishing the case and was placing the stent, the stent got stuck in the urethral orifice. An open ended catheter was used remove the stent; however, the catheter got stuck and broke. A retrieval device was used to remove the broken piece and the procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter drainage was used in the kidney during a ureteroscopy procedure performed on (B)(6)2021. During the procedure, when the physician was finishing the case and was placing the stent, the stent got stuck in the urethral orifice. An open ended catheter was used remove the stent; however, the catheter got stuck and broke. A retrieval device was used to remove the broken piece and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device code a0501 captures the reportable event of catheter broken and detached. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h2: additional information: block d7a (sud reprocessed and reused?) And block h8 (usage of device). Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.